Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The user facility is foreign; therefore, a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the lactosorb heat pack did not activate during a procedure; a 40 minute delay was reported. Another heat pack was used to complete the surgery, there was no patient injury.

Manufacturer narrative:
The product was returned with the original packaging. There was a dark powdery substance on the outside of the product. After the product has heated up, the heat pack chemical mixture will form together and the product will become hard. The returned product was checked to see if the heat pack mixture pellets had become hard. It was found that the product¿s chemical mixture did harden from use; therefore the complaint is not confirmed. The most likely underlying cause of this complaint cannot be determined as the product functioned as intended. There are no indications of a manufacturing defect.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.